Manufacturer narrative:
Per regulation EU(B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: (B)(6) 2022 is the best estimate date. Customer provided that it is unknown when the issue was first identified. If implanted, give date: unknown/not provided. Customer could not verify if lens was implanted. If explanted, give date: unknown/not provided. Customer could not verify if lens was implanted. Therefore, explant status is not known. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was twisted. Through follow ups we learned that it is unknown when the issue was first identified and whether there was patient contact. No further information was provided.

Manufacturer narrative:
Additional information: section b5: additional information received indicated that the affected eye was left eye and that the date of surgery was july 08 2022. No further information was provided. Section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on:20-sep-2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the original handpiece revealed that the complaint lens was received stuck inside of the cartridge tip. No further issues were observed with the handpiece however, an excessive amount of viscoelastic residue was observed inside of the lens module. The lens was removed from the cartridge however, it was damaged in the process. The lens was cleaned and, it could be observed to be torn in a way consistent with a lens that was removed from a cartridge, damaged with creases in a way consistent with a lens that was folded inside of the cartridge, and had a detached and damaged haptic. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Corrected data: in review, it was noted that the code "213" was inadvertently entered in the section "h6- nvestigation findings" of the initial MDR report which is incorrect. The correct code that should have been entered is "3221". This report is being submitted to correct this information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.